Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
An adverse event was reported involving the medical device nr533k - femur extens.stem 7° d13x177mm cem.less. Specifically, it was reported that during a surgical procedure, the implant jammed prematurely preventing the implant from being placed correctly in the intended position. The medical device was subsequently removed with considerable effort and the surgical procedure was interrupted as no replacement implant was available at the time. The patient was scheduled for another surgery on (B)(6)2026 to implant the final components. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).